Event description:
Customer alleged receiving false negative hcg results on two patients. The customer stated the patients were confirmed pregnant by ultrasound. Patient specific information was not available from the customer. The customer reported they used three full drops of urine and read result between 3 and 4 minutes. The customer stated they do not run external qc on hcg kits.

Manufacturer narrative:
Investigation pending.